Event description:
A patient reported blood glucose results of "210 mg/dl" with lifescan meter and "131 mg/dl" on a laboratory device. Performed within 10 minutes of each other. Between the test there was no intervention that would be expected to change the blood glucose.